Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the act button on the insulin pump wasn't working, it was hard to push. Earlier in the morning she was attempting to bolus and the device alerted low reservoir. When she attempted to clear it the act button didn't respond and after a few minutes she was able to clear it. She didn't recall what her blood glucose level was at the time the event occurred. Customer didn't recall any significant event which may have caused the keypad. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked display window.